Event description:
A 20 mm diameter x 3.75 cm length aneurx aortic extension cuff was implanted into a pt for an unk treatment in 2004. Aneurysm and vessel morphology are unk. It was reported by the pt's family to medtronic, that the pt expired the following month as a result of an unk procedure. Although multiple attempts were made, no additional info could be obtained.